Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was reading inaccurately high. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2021. The patient claimed obtaining blood glucose readings in fasting of 156 mg/dl and 187 mg/dl with the subject meter. Again, at dinner time she performed another two tests and obtained readings of 135 and 169 mg/dl" on the subject meter. The patient manages her diabetes with a combination of medication (levemir insulin 4 units twice a day and bymet tablets 500 mg twice a day) and she claimed that based on the meter results her doctor increased her insulin intake from 4 to 5 units twice a day on (B)(6) 2021 (no changes were made to the oral medication). That same day in the afternoon the patient started to develop symptoms of vomiting, feeling giddiness and sweating. The patient stated that the symptoms continued for 2 days and on (B)(6) 2021, at 6:30 pm the patient was admitted to the hospital where a blood glucose reading of 88 mg/dl was obtained on the hospital meter. Based on the hospital meter readings the patients insulin intake was reduced from 5 to 3 units twice a day and the oral medication was completely stopped. The patient was discharged from the hospital on (B)(6) and indicated that she is feeling better now. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.